Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to re-seat all connections onto the consolidated ventilator interface board (cvib) looking for any harnesses that may be compromised. Power back up and leave the task light disconnected attempting to duplicate the issue again. If it still reappears, then replace the (cvib). If the issue doesn't reappear, then plug the task light in again and repeat the simulation. If the issue reappears replace the task light harness and task light proactively. No further information is available regarding the resolution of the reported issue. Customer contact reports no patient information available. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported that the unit alarmed and stopped mechanical ventilation during a case. There was no report of patient injury.